Event description:
The device was used during a bowel procedure. "Surgeon had to bring a pt back to or for anastomotic leaks pt was ok subsequently. Standard bowel anastomosis. The instrument affected was discarded by hosp. There was no consequence to the pt.